Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The below statements were identified from the gore® molding and occlusion balloon catheter IFU as having a relation to the complaint. -warning: see recommended inflation volumes outlined in table 1. Do not inflate above recommended inflation volumes. Excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death. In addition, the gore® molding & occlusion balloon catheter IFU states anticipated device defects and adverse events are as follows, trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter as an accessory. In the final angiography, a type I endoleak was observed on the distal side of the right contralateral limb. After performing a touch-up with a mob balloon, contrast leakage was observed near the distal end of the contralateral leg, indicating vascular injury. As a treatment, an additional stent graft was intentionally implanted to extend the contralateral leg to the right external iliac artery. The patient tolerated the procedure. Physician's comment: ¿the cause is believed to be the strong touch-up performed for the endoleak.¿